Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that an attachment overheated pre-operatively. There was no patient involvement.

Manufacturer narrative:
Analysis was not able to confirm the reported allegation of overheating. Due to the condition of the device, a temperature test could not be performed. The lock twist was jammed and not functioning and the output drive shaft assembly was corroded. It was difficult to insert a tool into the attachment. Serial number is not visible as well. Device was scrapped as it was beyond repair. If information is provided in the future, a supplemental report will be issued.